Manufacturer narrative:
It was reported the table experienced an unintended movement (um) and the physician allegedly received an injury to her back while catching the patient. The account continued to use the equipment prior to reporting the alleged occurrence. Further details show the um was a tipping motion, but the customer did not further confirm which direction the table tipped in. No error or damage was found, and cycle testing confirmed the issue could not be duplicated. A standing load test was completed on the table and resulted in no movements in position after 24+ hours under load. The operators manual states in section 6.6.7, the warnings regarding tipping; these warnings are also physically placed on the table. Health care professionals must insure patient is properly positioned and monitored to protect patient. Additionally, the user must install and tighten all accessories according to instructions. Damaged or worn accessories are not to be used. The leg attachments used were not available for the technician to inspect on site. There was no reported injury or adverse consequence to the patient. No further information on the physician's injury has been received, but a supplemental will be filed if stryker received an update.

Event description:
It was reported that the table allegedly experienced unintended motion. There was no impact or consequence to the patient.

Manufacturer narrative:
There has been corrected data updates made to the following fields: outcomes attributed to ae, clinical signs code grid, health impact code grid, conclusion code grid, results code grid, method code grid, and component code grid.

Event description:
It was reported that the table allegedly experienced unintended motion. There was no impact or consequence to the patient.